Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the data base was full, that is 9gb. A technical support specialist verified the station was not in retry mode and proceeded to full sync also rebooted the station to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system was not responding and fatal error has occurred on the underlying data source. Customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in issuing medications. There were no adverse events or injuries reported based on this incident.